Event description:
Vent is shutting down while on patient. Would be able to turn vent off and restart, but vent would not then shut down again after approx 3-4 mins of operation. This vent was reported to have shut down on a patient and was dropped.